Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet pump after announcing a usual lunch instead of a smaller-than-usual meal, with a lowest sensor glucose of 63 mg/dl and approximately 30 minutes below range; no device alerts or alarms were reported, and the event was managed via phone with troubleshooting and education. Symptoms included low blood glucose with no loss of consciousness or other acute complications. Outcomes included recovery following oral carbohydrate intake. Investigation included complaint handling with user interview and review of use patterns. Investigation of this case revealed user-related meal announcement contributing to hypoglycemia, with no malfunction evident. It was concluded that the event was consistent with hypoglycemia with an unclear device-related cause, and the device appeared to function as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.